Event description:
End user allegedly was receiving high readings after "storing her strips in the kitchen, outside of their container". User was advised on proper use and storage of strips by customer service.